Event description:
Reporter alleged high blood glucose reading of 426 mg/dl and went to the hosp where he works to test glucose. It was reported, hosp meter read 99 mg/dl and a lab result was 102 mg/dl both taken within 20 mis of the high result. No treament was reportedly received. A request was made for the return of the suspect device and replacement product was sent.